Event description:
New information received notes that on (B)(6) 2022, the physician elected to cap and replace the right ventricular lead. The patient condition was stable.

Manufacturer narrative:
Correction: h1 should be serious injury.

Event description:
It was reported that the patient's right ventricular lead exhibited noise. No intervention was performed. There were no patient consequences.